Event description:
The account alleges that the left head siderail is not latching. There are no alleged injuries reported.

Manufacturer narrative:
The technician troubleshot the bed for the reported failure. The technician found that the center arm assembly was damaged. The technician replaced the center arm assembly to resolve the issue.